Manufacturer narrative:
Analysis was normal. No anomalies found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that the patient presented in the operation room after experiencing cardiac perforation and tamponade. The right ventricular lead was explanted and replaced. The procedure was successful, and the patient was stable post-procedure.